Event description:
It was reported that the patient had been hospitalized due to omnipod personal diabetes manager (pdm) not turning on. Despite good faith attempts to obtain further details, no additional information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported hospitalized event. Lot release records were reviewed and the product lot met all acceptance criteria.